Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Update rec'd 12/15/2014 - der and medical records received for left hip. Doi corrected. Patient revised to address elevated metal ion levels. The stem and sleeve are being added to the complaint.this complaint was updated on: 1/13/14.

Event description:
(B)(4). Reason for original complaint ¿ litigation alleges patient had pain and disfigurement after asr hip implant. Update (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information for the left and right hips, along with the doi for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2014 - der and medical records received for left hip. Doi corrected. Patient revised to address elevated metal ion levels. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).